Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. Device evaluation summary: one graphical user interface (gui) printed circuit board assembly (pcba) was returned for further analysis. There was no visible distortion or damage observed that may have affected the function of the gui pcba. The reported event of a ventilator shutting off could not be duplicated. The serial number mismatch message observed was expected, as the returned gui board was still programmed for the ventilator it was removed from. Analysis determined no fault found as the returned gui board performed without issues for 24 hours in normal ventilation mode. Although the field service engineer replaced the gui pcba in the field, the returned part was found to function normally. The cause of the observed condition could not be determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Although the customer reported a loss of ventilation, upon review of the ventilator diagnostic logs and the service engineer findings, there is no evidence that there was a loss of ventilation to the patient. The logs and replacement of the graphical user interface (gui) indicates that the gui experienced only a reset.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut off. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.